Event description:
It was reported that the hl20 twin pump displayed the error message: safety-s during start-up of device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error message: safety-s during start-up of device. No harm to any person has been reported. According to the hl20 service manual the error message safety-s indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The fst could reproduce the reported failure. The hl20 control board tpm and the safety system board were replaced. The replacement of the safety system board solved the issue. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. However, the failure can be linked to the following most possible root causes according to the hl 20 risk assessment: safety-s is wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Arterial pump does not start, unintended stopped or slowed down because of e.g.: - user error - component defective - communication error. The device in question was manufactured in 2017-09-08. The review of the non-conformities during the period of 2017-09-08 to 2024-12-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported error messages: safety-s could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).